Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk.

Event description:
The customer reported that insulin pump alarmed, and the drive support cap was flush. The blood glucose reading was 104mg/dl. Advised the customer that the insulin pump would be replaced. No further information was provided.